Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The assessment found no fault. The investigation is ongoing. Upon its completion, a supplemental report will be submitted.

Event description:
The olympus representative reported that the evis lucera video system center image had flickering streaks in use, abnormal color, and produced bluish light. The issue was found during reprocessing before the diagnostic procedure. The patient was not under anesthesia. The procedure was completed with the same set of equipment and without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected data fields: e1 (add phone number) and d8 since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.